Event description:
Reported dual false positive flu a+sars results and 1 false positive sars result for 1 asymptomatic patient. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.